Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pain') and embedded device ('the left cornu and left fallopian tube have an embedded metallic coil implanted device consistent with essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included appendix disorder, appendectomy, gravida I, parity 1 (date of birth (B)(6) 2003) and induced labor. Concurrent conditions included body mass index normal, flank pain, kidney stones, tobacco user, cyst and right lower quadrant pain. Concomitant products included estradiol, ibuprofen, loratadine, medroxyprogesterone, medroxyprogesterone acetate (depo-provera) since 2003 to (B)(6) 2012, naproxen (motrin) from 2013 to 2014, rizatriptan benzoate (maxalt), sertraline, sumatriptan succinate and tamsulosin. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression") and was found to have weight increased ("weight gain/ loss (specify which one)weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with bupropion hydrochloride (wellbutrin), sumatriptan succinate (imitrex df) and surgery (unilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the embedded device, dyspareunia, mood swings, migraine, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, embedded device, migraine, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for other injuries/symptoms. Discrepancy note date of removal: 2012 or 2013 and (B)(6) -2014. Discrepancy noted in essure insertion date- (B)(6) 2012 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: plaintiff fact sheet and medical record was received. Medically confirmed case. Event added from medical record- embedded device. Reporter information, medical history, concomitant drug were added. Essure removal date were updated. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included appendix disorder nos. Concurrent conditions included body mass index normal. Concomitant products included estradiol, ibuprofen and rizatriptan benzoate (maxalt). In 2012, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression") and was found to have weight increased ("weight gain/ loss (specify which one)weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with bupropion hydrochloride (wellbutrin), sumatriptan succinate (imitrex df) and surgery (unilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed in 2013. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the dyspareunia, mood swings, migraine, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, migraine, mood swings, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs received. Concomitant medication and condition added. Event injury nos deleted and replaced by pelvic pain female. Events : dyspareunia (painful sexual intercourse), hormonal changes describe: mood swings, migraines / headaches, psychological or psychiatric problems condition: anxiety, depression, weight gain/ loss (specify which one) weight gain, abdominal pain, back pain , essure confirmation test not done were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pain') and embedded device ('the left cornu and left fallopian tube have an embedded metallic coil implanted device consistent with essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included appendix disorder, appendectomy, gravida I, parity 1 (date of birth (B)(6) 2003) and induced labor. Concurrent conditions included body mass index normal, flank pain, kidney stones, tobacco user, cyst and right lower quadrant pain. Concomitant products included estradiol, ibuprofen, loratadine, medroxyprogesterone, medroxyprogesterone acetate (depo-provera) since 2003 to (B)(6) 2012, naproxen (motrin) from 2013 to 2014, rizatriptan benzoate (maxalt), sertraline, sumatriptan succinate and tamsulosin. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression") and was found to have weight increased ("weight gain/ loss (specify which one)weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with bupropion hydrochloride (wellbutrin), sumatriptan succinate (imitrex df) and surgery (unilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the embedded device, dyspareunia, mood swings, migraine, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, embedded device, migraine, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for other injuries/symptoms. Discrepancy note date of removal: 2012 or 2013, (B)(6) 2012 and (B)(6) 2014. Discrepancy noted in essure insertion date- (B)(6) 2012 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pain') and embedded device ('the left cornu and left fallopian tube have an embedded metallic coil implanted device consistent with essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included appendix disorder, appendectomy, gravida I, parity 1 (date of birth (B)(6) 2003) and induced labor. Concurrent conditions included body mass index normal, flank pain, kidney stones, tobacco user, cyst and right lower quadrant pain. Concomitant products included estradiol, ibuprofen, loratadine, medroxyprogesterone, medroxyprogesterone acetate (depo-provera) since 2003 to (B)(6) 2012, naproxen (motrin) from 2013 to 2014, rizatriptan benzoate (maxalt), sertraline, sumatriptan succinate and tamsulosin. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression") and was found to have weight increased ("weight gain/ loss (specify which one)weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with bupropion hydrochloride (wellbutrin), sumatriptan succinate (imitrex df) and surgery (unilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the embedded device, dyspareunia, mood swings, migraine, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, embedded device, migraine, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for other injuries/symptoms. Discrepancy note date of removal: 2012 or 2013 and (B)(6) 2014. Discrepancy noted in essure insertion date- (B)(6) 2012 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: plaintiff fact sheet and medical record was received. Medically confirmed case. Event added from medical record- embedded device. Reporter information, medical history, concomitant drug were added. Essure removal date were updated. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.